Event description:
A customer contacted beckman coulter inc (bec) in regards to obtaining higher than expected tsh results for one patient's sample generated on the access 2 immunoassay analyzer. The erroneous result was submitted out of the laboratory; however, no report of death, injury, or change to patient treatment in connection with this event. The sample was verified with alternate methods and a result of <0.01 was obtained. A second sample from the patient was tested on another method and result of <0.01 was also obtained. Level 1 tsh qc was within customer's established ranges on (B)(4) 2011. The customer had performed a passing tsh calibration performed on (B)(4) 2011 and passing system check on (B)(4) 2011. Service was not dispatched for his event as customer was not questioning instrument performance. The sample was sent to cpls for further testing. Cpls confirmed the presence of heterophile interference in the patient's sample. Interference is the root cause for this event.

Manufacturer narrative:
Change: from: date: (B)(6) 2011, patient/sample: 1/1, access run results: 25.87. Date: (B)(6) 2011, patient/sample: 1/1, access run results: 25.87. Date: (B)(6) 2011, patient/sample: 1/1, access run results: 23.65, roche modular run result: <0.01. Date: (B)(6) 2011, patient/sample: 1/1, access run results: 23.33, siemens icla run result: <0.01. Ref range: access: 0.34-5.60 miu/l , roche modular ecl: 0.27-4.20 mu/l, siemens icla: 0.55-4.78 mu/l. To: date: (B)(6) 2011, patient/sample: 1/1, access run results: 25.87. Date: (B)(6) 2011, patient/sample: 1/1, access run results: 25.87. Date: (B)(6) 2011, patient/sample: 1/1, access run results: 23.65, roche modular run result: <0.01. Date :(B)(6) 2011, patient/sample: 1/2, access run results: 23.33, siemens icla run result: <0.01. Ref range: access: 0.34-5.60 miu/l, roche modular ecl: 0.27-4.20 mu/l, siemens icla: 0.55-4.78 mu/l.